Manufacturer narrative:
The product analysis confirmed that the t-bar connector had detached from the outer sheath of the returned device. Visual examination found evidence of glue on the inside of the t-bar connector, indicating that glue had been applied as required. The t-bar connector detach is consistent with a restriction occurring during deployment, however during analysis it was possible to retract the outer sheath by hand and fully deploy the stent without any issue. A review of the device history record for the pertinent lot was performed, no anomalies were noted. A search of the complaint database revealed no additional similar complaints reported for this lot number.

Event description:
The complainant reported that the clinicians were therapeutically implanting a stent in the common bile duct of a patient (age, gender and weight unknown). During the procedure 50% of the stent deployed, but it was not possible to deploy the other 50% of the stent. The physician then removed the entry system, along with the entire stent. The clinicians then obtained another stent and successfully completed the procedure. The complainant indicated that there was no adverse affect on the patient as a result of the reported problem.